Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump screen went black and an unspecified malfunction occurred after bolus delivery. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160 mg/dl.